Event description:
It was reported that the rigid video scope was leaking. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was not confirmed. In addition, the following reportable malfunctions were identified, during the device evaluation: distal fiber breakage, cracked on side of video connector, cut on video cable and image out of field of view. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the rigid video scope was leaking. There were no reports of patient harm.